Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant intermittent capture was noted on the right ventricular (rv) lead. It was noted the physician assumes the issue was due to microdislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.